Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnosis procedure, which was completed as planned in the same system. The issue occurred at the end of the procedure, and therefore, there was no delay for the procedure. The philips field service engineer (fse) inspected the system on-site and confirmed that geometry movements were unavailable. Upon troubleshooting, the fse confirmed that the propeller and c motion had lost their configuration. To resolve the issue, motion calibrations were repeated by the fse, and the system was restarted several times. The equipment retains the calibrations, and all system functions are available. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, and the issue did not impact the procedure because it occurred at the end of the procedure, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome